Manufacturer narrative:
This event occurred in (B)(6). Medwatch field UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg test system on a cobas e 411 immunoassay analyzer. The sample initially resulted in an hcg value of 2 miu/ml and this value was reported outside of the laboratory. The result was questioned since it was different from the previous measurement. The sample was repeated on 21-apr-2021, resulting in an hcg value of 4291 miu/ml. The hcg reagent lot number was 507715. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
No further information was provided by the customer. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.